Event description:
Pt had ureteroscopy with laser urterotripsy and insertion of a double-j ureteral stent. During candela laser use on urteral stone candela laser fiber broke at the entry post into the acmi urteral scope. (Laser fiber broke twice. Maximum setting was 100 watts of power.) Fiber retrieved from pt (it is believed that all was removed and treat no injury was sustained.) Stone fragments removed via basket.